Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of 5% dextrose in water. It was reported that during priming of the tubing set prior to patient use, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the secondary port on the cassette of the tubing set. It was reported that the tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.